Event description:
Patient reported inflammation, breast pain and swelling in the left breast. Medical report noted ¿pain symptoms extend into the anterior left axillary extension. During the inspection, capsular fibrosis appears on the left with contraction of the medial brisk attachment. Palpation confirms this finding (baker grade iii)" and ¿the sonographic examination shows slight seroma formation in the left breast.¿ device has been explanted and replaced with allergan brand.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ inflammation/ irritation: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported inflammation, breast pain and swelling in the left breast. Medical report noted ¿pain symptoms extend into the anterior left axillary extension. During the inspection, capsular fibrosis appears on the left with contraction of the medial brisk attachment. Palpation confirms this finding (baker grade iii)" and ¿the sonographic examination shows slight seroma formation in the left breast.¿ device has been explanted and replaced with allergan brand.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma, capsular contracture baker grade iii.

Event description:
Patient reported inflammation, breast pain and swelling in the left breast. Medical report noted ¿pain symptoms extend into the anterior left axillary extension. During the inspection, capsular fibrosis appears on the left with contraction of the medial brisk attachment. Palpation confirms this finding (baker grade iii)" and ¿the sonographic examination shows slight seroma formation in the left breast.¿ device has been explanted and replaced with allergan brand.